Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager was not clicking and did not open. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was not clicking and it was not opened the field service engineer found that the latch was not working properly. A field service engineer adjusted the opening of the bracket to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.